Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation and a pressure test was performed and a leak was observed at the assembly pre-pump effluent line and support plate. Visual inspection showed that the pre-pump effluent line was cut. The reported condition was verified. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex hf20 set, an external leak on the effluent discard line "where it is fused to the pump segment" was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic.